Event description:
Attorney alleges of plaintiff has experienced numerous health problems including sharp pain in the left side under the breast, sharp pain on both sides of the breasts and behind the breasts, vomiting, weight loss, and nausea. The plaintiff claims that her injuries and physical condition have been caused by the mammary implants. The plaintiff also claims that the implants were defective and that the gel was allowed to enter her body, causing her irreparable damage.